Event description:
The patient had two leads implanted with the same lot number. It was reported the patient experienced a change in his stimulation after suffering a fall. X-rays were taken and showed his lead had migrated. An sjm representative met with the patient and reprogramming was able to resolve the issue at that time. Additional follow up information identified the patient was no longer receiving effective stimulation. The patient underwent revision surgery where his octrode leads were replaced with a new penta lead for more coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.